Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced.

Event description:
It was reported that the patent's system diagnostics recorded high impedances on the leads, and as a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.